Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware error. Patient was unable to initiate the receiver session for approximately one and one half hours after which patient experienced a hardware error. Patient was advised to restart device.